Event description:
The account generated and reported a negative hiv 1-2 (rdna) eia pt result. The result was questioned by he physician since this pt had previously tested positive for hiv. A new sample from this pt was tested on hiv 1-2 (rda)eia and reactive results were generated and confirmed positive on western blot. The account pipets manually and believes the pt sample may not have been pipetted into the reaction tray well since this was the only sample taht produced a negative absorbance value. No impact to pt management was reported.